Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the pumps user settings showed that the insulin on board ¿iob duration¿ was enabled and set to 4 hrs. The ¿ez-prime¿ steps were performed correctly and a 10u normal bolus was programmed and delivered during investigation with iob turned on and set for 1.5 hrs. After 1.5 hrs, the iob remaining in the status screen2 and in advanced bolus screens still showed remaining iob of 0.20u. The insulin on board (iob) algorithm was behaving in a way that was different than the user¿s expectation. The remaining amounts of 7% of the bolus delivery or less is part of the normal functionality of the pump. The remaining iob does not pose any risk to the patient. The original complaint could not be duplicated or confirmed and the product performed within specifications.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue; the health care provider state the insulin on board was showing 40 when a bolus delivery had not been made that day. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.